Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 02/10/2014 with the following findings: the complaint was unable to be duplicated with investigation. Review of the black box revealed a rebooting event. A battery compartment crack and battery compartment moisture were observed. Leak testing revealed a battery compartment leak. The returned battery cap was able to secure properly to the pump. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. No moisture was found on the pump¿s internal components.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a no-power issue with evidence of moisture within the battery compartment. It was reported there was no damage to the battery compartment or battery cap. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.